Event description:
Patient reports has missed infusions, last infusion was about 6 weeks ago. Patient does not know exact dates of missed infusions or the exact date of the last infusion. Unknown reason for missing infusions. Patient reports 4 weeks ago she went to ER for miscarriage. Exact date of ER visit unknown. Unknown if md aware. Patient reports that her infusion pump is malfunctioning, making it hard to infuse, patient was unable to provide specific issues. Patient advised nurse and her nurse has decided that they do not want to infuse via pump, they want to infuse via gravity for now on. Replacement pump has not been requested. Unknown if md is aware. No further information provided. Reported to (B)(6) by pt/caregiver.